Manufacturer narrative:
(B)(4).

Event description:
It was reported the tibial articular surface provisional fractured. There were no complications or delays reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and has a fracture on the anterior side of the post. The fragment was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.